Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by paramedics for hypoglycemia. The customer stated that he only remembered eating breakfast and napping, waking up to find the paramedics at his house. Subsequently, the customer was treated at home and declined going to the hospital. The customer also stated that his reservoir has less insulin than the insulin pump displays. The customer then stated that he does sometimes take out the reservoir while it is connected to adjust tubing. It was explained to the customer that he should always disconnect the reservoir before manipulating it. Programming was correct and troubleshooting was performed. The insulin pump passed the displacement test. Nothing further was reported.